Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited elevated shock impedance measurements since the implant of the patient's cardiac resynchronization therapy defibrillator (crt-d). The shock impedance measurements gradually increased to greater than 125 ohms. A commanded 41 joule shock was performed, and a code 1005 was noted along with high shock impedance measurements, indicating an open circuit condition. A surgical revision was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.